Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient did not receive a rapid fall rate alert and low alert. The sensor was inserted into the abdomen. The patient stated they were alerted for a low and they drank a soda. They went to brush their teeth and remember falling and hitting their head on the toilet seat. The patient's mother cam in and tried to give the patient soda but they spit it out. She then provided the patient with a glucagon shot and the patient came to within thirty minutes. The patient stated that although, they received the low alert, they did not receiver the rapid fall rate alert as well as the low [presumed to mean urgent low]. Upon troubleshooting with dexcom's technical support, the rapid fall alert was off and is now turned on. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.